Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code (process evaluation): medical review. Results code (evaluation result): per medical review - reportedly, intraoperative lens removal was performed to address bent trailing haptic of a 3-piece silicone iol. Incision was not enlarged and no other tissue damage was reported. No reported problem neither with the injector nor with the lens prior to loading. It should be noted that user error during handling or loading could have caused/contributed to the event. Conclusion - (unable to confirm complaint): based on the complaint history, medical review, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the -2.0 diopter aq5010v silicone three piece lens was inserted and removed during the same procedure. The trailing haptic did not spring back. No further information was available.

Manufacturer narrative:
(B)(4): evaluation: method - lens work order search. Results: a lens work order search revealed there were no similar complaints found within th work order conclusion: based on the complaint information and work order search, we were unable to confirm this complaint. The product was not returned. (B)(4)

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed a haptic was bent and a clear surgical residue on the lens. (B)(4).